Event description:
It was reported that the patient heard the lead integrity alert and went to the clinic. It was found that the right ventricular (rv) lead had oversensing with some t-wave oversensing observed and noise due to a possible lead fracture. Additional information was requested and not yet received. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert triggered and there was o versensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 5076 lead, implanted: (B)(6) 2005; dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).